Event description:
Male reports his eyes began to burn after using his travel size of complete multipurpose easy rub formula with his rigid gas permeable contact lenses. He was out of town and thought this contributed to the event. He tried the product again when he returned home, and experienced the same symptom. When asked if he refilled his travel size bottle from the 12 oz bottle of solution, he says he did not, but admitted to do so in the past.

Manufacturer narrative:
Analysis of the complaint unit shows the solution contains a lathered product with a smell of mint, and a blue color. Retained sample meets physico-chemical specifications.